Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided in section is for the domestic similar product. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The information received suggests that a chemo leak was identified from the set during infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.